Manufacturer narrative:
Covidien reference (B)(4). It was reported that when the field service engineer came to perform a preventive maintenance on the device, the customer reported a patient expired on this ventilator. Further investigation indicated that the customer did not allege that the ventilator contributed to patient's death or the ventilator malfunctioned during use. The ventilator passed all the required testing. There was no fault found in the ventilator. No further information can be obtained from the reporter.

Manufacturer narrative:
(B)(4). A covidien service engineer (se) evaluated the device and was able to confirm that, when the device was turned on, the equipment worked properly. Additional information has been requested.

Event description:
It was reported that a patient died while on a ventilator. The ventilator has been moved to the engineering department at the user facility for investigation. Additional information has been requested.